Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A supply coordinator reported that an ophthalmic gas dispensing regulator valve was not working properly during corneal replacement surgery when it would not allow a sufficient supply of gas to be dispensed. An alternate regulator device was obtained in order to complete the procedure with approximately a twenty minute delay in procedure time. There was no impact to the patient.

Manufacturer narrative:
Per the contract manufacturer, a review of the batch production record for the provided lot number showed no unusual manufacturing issues. (B)(4).

Manufacturer narrative:
Additional information is provided. One regulator from the reported lot number was returned to the contract manufacturer for evaluation. The sample was put through final testing and was found to meet the release criteria. As the sample was found to meet specifications, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided. Corrected information is provided in section to correct the device manufacturing date that was previously reported in the original MDR. As no sample or additional product information has been received, the root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).